Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and ft3 iii version 2 assay results for one patient tested on two cobas 8000 e 801 modules. The patient's initial results tested on the customer's e 801 module were reported outside the laboratory. The patient's physician questioned the results and requested further testing. The customer provided the patient's sample for an investigation. The sample was tested on an e 801 module and an abbott architect analyzer. The ft3 iii version 2 assay was only used on the investigation's e 801 module. The customer's e 801 module serial number was requested but not provided. The investigation's e 801 module serial number was (B)(4). This medwatch is for ft3 iii version 2 assay. Refer to the medwatch with patient identifier (B)(6) for the tsh assay and patient identifier (B)(6) for the ft3 iii assay.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer confirmed no patient sample was available for further testing. Based on the provided information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.